Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release the subject device is not available; therefore, visual and functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared as per dfu(direction for use), flush was given when the microcatheter when taken out from the dispenser hoop and continuous flush was set up and maintained throughout the clinical procedure. Only the syringe with coating-like material was returned. The color of the coating material peeled off was dark bluish color. It is possible peeled material may be present in patient¿s anatomy. It is unknown at present if the patient was affected as a result of the event. "No health hazards have been identified at this time, but if the collected material is a microcatheter or guidewire coating, it may cause embolism". The patient¿s current condition is unknown. Product analysis for the concurrent synchro guidewire found slivers of ptfe returned inside a syringe. The type of peeling noted is consistent with damage caused by back loading the synchro guidewire into the introducer sheath. However, since the sl-10 microcatheter and the concurrent synchro guidewire was not returned for analysis this could not be definitively assessed. While it is possible peeled material may be present in patient¿s anatomy, this has not been confirmed and remains currently unknown. Therefore, a cause of undeterminable has been assigned to the as reported 'ptfe inner lining peeling ' and 'un-retrieved device fragments¿.

Event description:
It was reported that during an a-com cerebral aneurysm coil embolization procedure, physician inserted the subject catheter into the aneurysm using the jailed balloon technique and embolization was performed after placing a stent. He tried to change the position of the subject catheter using the guidewire and tried to re-insert the subject catheter into the aneurysm using trans cell technique. When the guidewire was removed it was seen that the coating was peeled off. It wasn¿t confirmed if the peeling was of the subject catheter or the guidewire. There might be some coating fragments left inside the patients anatomy. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event. No additional information available.

Manufacturer narrative:
This is 2 of the 2 reports.

Event description:
It was reported that during an a-com cerebral aneurysm coil embolization procedure, physician inserted the subject catheter into the aneurysm using the jailed balloon technique and embolization was performed after placing a stent. He tried to change the position of the subject catheter using the guidewire and tried to re-insert the subject catheter into the aneurysm using trans cell technique. When the guidewire was removed it was seen that the coating was peeled off. It wasn't confirmed if the peeling was of the subject catheter or the guidewire. There might be some coating fragments left inside the patients anatomy. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event. No additional information available.